Manufacturer narrative:
Device serial number/lot number is unknown. No product information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary, in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported that during the use of the product leakage of medical fluid from it was observed. No patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection was performed. One (1) sample unit was received with its original package opened from the lot number mentioned in the complaint. Visual inspection results: broken issue was observed in the luer lock adapter female as picture by the customer provide it. Conclusion: the complaint is confirmed since the luer is broken caused leakage issues. Based on the sample returned by the customer it was no possible to replicate the issue and confirmed as manufacturing process issue, the probably root cause can be of incorrect handling. Therefore the damage was after the product left manufacturing facilities. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. D4: device expiration date: 12-dec-2025 h4: device manufacturing date: 27-dec-2021.

Event description:
Additional information: the estimated lot number is 4223978.